Manufacturer narrative:
Batch review performed on 16-dec-2022. Lot 2117048: (B)(4) items manufactured and released on 10-mar-2022. Expiration date: 2027-01-11. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported case during the period of review. Additional components involved: reverse shoulder system 04.01.0170 glenosphere 39xø24.5 (k170452) lot 2103679: (B)(4) items manufactured and released on 16-jun-2021. Expiration date: 2026-jun-01. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported case during the period of review. Reverse shoulder system 04.01.0110 humeral reverse metaphysis +0mm/0° (k170452) lot. 2114062: (B)(4) items manufactured and released on 01-jun-2022. Expiration date: 2027-05-16. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported case during the period of review.

Event description:
The patient had a primary anatomical shoulder surgery on (B)(6) 2019. Subsequently, the patient came in reporting pain due to a torn rotator cuff. On (B)(6) 2022, the surgeon revised the anatomical shoulder to a reverse shoulder and the surgery was completed successfully. Presently, the patient came in reporting instability and the cause of the instability is unknown. The surgeon revised the reverse metaphysis, liner and glenosphere and the surgery was completed successfully.